Event description:
It was reported that the physician was having difficulty using his vns handheld computer to interrogate several of his vns pts' generators. After long periods of troubleshooting, he would eventually be able to interrogate however he noted that the time needed for troubleshooting is unacceptable. The physician's handheld programming system is currently being returned for analysis.